Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a machine pressure sensor autozero failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Furthermore, the customer stated that the flow sensor assembly was replaced about a month ago. The rse advised the customer to verify the pin alignment between the autozero solenoids and the dapcba, and if that connection was ok to then replace solenoids 2 and 4. The rse then provided the parts ID for the solenoids and also advised the customer to buy two of each. Investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on, it was stated the pin alignment was verified to be ok, and replacement solenoids were ordered. The replacement solenoids were installed in the device, and this resolved the reported device issue. The device was returned to service and the replaced parts were scrapped. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.